Event description:
In 2009, the patient reported that her blood glucose was elevated to 320 mg/dl when she woke up due to a defective up button on her infusion device. She bolused and her blood glucose measured 151 mg/dl at the time of the report. Her normal morning blood glucose range is 60-85 mg/dl. She stated that she is a "very brittle diabetic" and her blood glucose ranges from 60-350 mg/dl. She stated that it has become more difficult to bolus because the up button is hard to press. She first noticed the issue a few days ago. The infusion device has not been dropped or exposed to water. She was assisted with switching to her backup infusion device. The primary infusion device was replaced. Upon follow-up at about 3 days later, the patient stated that she received the replacement infusion device and her blood glucose had returned to normal. The patient did not require medical assistance from a health care professional or second party to address the issue. Product was requested to be returned for evaluation.